Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that since abnormality was observed in function for removing dirt on the objective lens, it is possible that foreign material and dirt on the lens could not be sufficiently removed during the procedure, causing the dirt to become a nucleus for moisture, which then condensed on the surface of the lens, causing the clouding. There is a possibility that it led to the foreign material and dirt on the lens not being sufficiently removed include scratches on the lens that made it difficult to remove dirt when supplying water and poor drainage, or dirt in the air/water channel that made the water supply function unstable. However, a definitive root cause cannot be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): pcf-h290 IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air/water channel of the colonovideoscope was inspected with a boroscope found something like dirt left inside. There were no reports of patient involvement.